Event description:
It was reported that when using the bd pyxis¿ medbank tower system nurse reported difficulty dispensing a stat medication, as the drawer did not open after selecting the medication and pressing the dispense medication button. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the nurse reported difficulty dispensing a stat medication, as the drawer did not open after selecting the medication and pressing the dispense medication button. A technical support specialist (tss) reviewed the patient profile and identified that the urgent order dose required a half tablet, which the medpass system could not issue. The tss advised the pharmacy on correct fractional dosing setup, verified proper drawer operation using the testing application, and guided an override after the urgent order cleared, allowing the medication to be dispensed successfully. The system functioned as intended after the technical support specialist troubleshot the issue of the device.